Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery. A 3.00mm x 20mm emerge¿ balloon catheter was advanced to dilate the lesion. However, while loading the catheter prior to entering the patient the shaft broke. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).